Event description:
The device was being utilized for placement of a pic line using a cephalic vein approach. An attempt to advance the pic line over wire was unsuccessful. Removed the wire and back loaded the catheter onto the wire without difficulty. The catheter was placed and the wire guide removed. However, a portion of the wire guide remained in the catheter. The catheter was flushed with saline which dislodged the wire into circulation. Using a femoral approach the segment was removed from the pulmonary artery with retrieval forceps.